Event description:
It was reported that (1) tl90 device was used during hemigastrectomy procedure. It was reported by the rep that the scrub tech said that there didn't appear to be any staples in the cartridge. The surgeon fired the stapler with no effect the first firing. Opened a second stapler that worked fine. Extended or time by 5 minutes. There was no consequence to the pt.